Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device with reported issue referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 13f sheath hole prior to an impella removal interventional procedure. The first prostyle was deployed successfully and the sutures were put to the side. Reportedly, when the second prostyle was being advanced in the vessel, the black sheath portion broke off from the metal guide. Kellly clamp hemostats were used to remove the black sheath portion from the patient anatomy. An attempt was then made with a third prostyle device; however, the suture and knot were outside of the body after deployment. The impella removal procedure was completed. The one successfully pre-placed prostyle suture was removed as they couldn't place a second and the physician opted to use a femostop to achieve hemostasis instead. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.